Event description:
In 2009, this patient underwent endovascular repair using gore excluder endoprostheses. The trunk-ipsilateral leg component was deployed without incident. As the physician was advancing the sheath to cannulate the contralateral leg gate, the sheath pushed the trunk-ipsilateral device proximal, unintentionally covering approximately 75% of the renals, bilaterally. The contralateral leg gate was cannulated, and a contralateral leg component was deployed. The physician then successfully cannulated the right renal artery and deployed an express 6x18 stent. The physician was not able to cannulate the left renal artery. Final angiography revealed the patient had profusion into both renals and the patient was producing urine post procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional device used in procedure.